Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that a 12.1mm vicmo12.1 implantable collamer lens -6.50 diopter was implanted into the patient's left eye (os) on (B)(6) 2019. On (B)(6) 2021 the lens was exchanged for a lens of longer length due to low vault. This exchange resolved the problem. Cause of event was unknown.